Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 240 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level was 153mg/dl.